Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he woke up to a blood glucose of 34 mg/dl. The customer confirmed that he was not using glucose limits/alerts yet. The customer resolved the issue by adjusting his basal settings with his medtronic representative. He declined to be transferred to the 24 hour product helpline. No products were returned or replaced.